Manufacturer narrative:
The manufacturer initiated a follow up, requested hearing aid fitting files and the device for analysis. The investigation is ongoing. Additional reports will be submitted upon availability.

Event description:
It was reported that the hearing aid significantly amplified joyfully said hello at a party and the patient suffered a sudden hearing loss. The patient went directly to the ent and was prescribed cortisol.

Manufacturer narrative:
The hcp did not respond to the manufacturer despite six follow up attempts. The device, as well as, the fitting files have not been returned for the analysis and it is not possible to determine the exact root cause of this incident. However, a similar risk leading to aggravation of hearing loss has been already considered in the corresponding risk file and the risk file is considered adequate. The user guide contains information about the potential exposure to higher levels of sound and a warning regarding hearing deterioration/damage e.g. That a small group of hearing aid wearers with hearing loss may be at risk of deterioration in hearing after a long period of use. The manufacturer has not recorded any other similar (reportable or non-reportable) complaints for this device model so far. The manufacturer will observe for trends. This is the final report.